Manufacturer narrative:
For 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. The follow up actions were: maintenance was performed on the analyzer. A general function check was ok. Calibration and controls were run for 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Questionable low results were generated by the cobas 6000 e 601 module. The events involved a total of 6 patients with the following: 1-elecsys ca 19-9 immunoassay, 4-elecsys cea assay, 1-elecsys ft4 iii assay.